Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented through merlin.net transmission after receiving inappropriate therapy. Review of remote transmissions revealed the cause to be an external electromagnetic interference. No intervention was performed. It was suggested that the patient avoid close contact with the source of the emi. The patient was stable throughout the event.